Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient.

Event description:
The user facility reported that during the procedure the gidesheath slender was leaking excessively from the proximal hub valve. The operator removed the sheath and asked for another 60-1060 sheath, of the same, which also leaked excessively from the proximal hub valve. The case proceeded and there was no impact to the patient. The patient was in stable condition. The case was successful and the procedure outcome was good. Additional information was received on 06 dec 2019. The procedure was a left heart diagnostic catheterization. The blood loss amount was unknown.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. A correction to the event is being provided. It was initially reported that the additional information was received on 06dec2019; however, the correct date the information was received was 15nov2019. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.